Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any medical or surgical intervention performed (re-operation; re-closure)? If so, please clarify. What is the most current patient status?

Event description:
It was reported that a patient underwent a laparoscopic hysterectomy on an unknown date and suture was used. The patient experienced the vaginal vault coming undone as a result of suture breaking. There were no adverse patient consequences reported. Additional information has been requested.